Manufacturer narrative:
To date the lens has not been explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a multifocal toric intraocular lens (iol) was planned to be explanted from a patient's eye. The lens would be replaced with a monofocal toric because of the patient experiencing unwanted halos and glare. No further information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 11/23/2016. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. The product was received wet in a container. Visual inspection was performed and the lens was cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The lens issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Additional information: it was learned that the reason the zxt150 24.0 diopter lens explanted was due to myopic outcome aside from halos and glare. The physician noted that the lens landed at about -0.75 when aiming for plano. There was no incision enlargement, no vitrectomy and no patient post-op injury reported. The lens was replaced with the same model lens but with a 23.0 diopter. Dob: (B)(6) 1946. Gender/sex: female. If implanted, give date: (B)(6) 2016. If explanted, give date: (B)(6) 2016. (B)(4). All pertinent information available to abbott medical optics has been submitted.